Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 18march2019. Customer support suspects internal regulator is leaking. Recommend removing cover to verify leak is from the regulator. Provided p/n (B)(4). Follow up response email from customer states: "the oxygen regulator assembly was replaced and a full performance verification was performed with no issues".

Event description:
Customer reports internal leak is heard when oxygen is connected to unit. No patient/user harm reported. Event date not specified; estimate used.